Event description:
It was reported that a leak was noted originating from the junction between the transfer set and minicap during peritoneal dialysis therapy. This event was reported to occur during patient use. There was no report of patient injury or medical intervention associated with this report. No additional information is available at this time.

Manufacturer narrative:
Complaint no: (B)(4). The device was returned to baxter and an evaluation was performed to investigate the reported issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed and a crack was identified at the open end of the minicap. Furthermore, the device failed leak testing during functional testing due to the crack in the minicap. The device was determined to be within specifications during dimensional verification. The reported incident was verified during evaluation. A cause for the damage could not be determined. Should additional relevant information become available, a follow-up report will be submitted.